Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 09/25/2014 with the following findings:the pump¿s black box history was not able to be downloaded. Visual inspection revealed that there was moisture in the display. During testing, the pump powered on with an unresponsive keypad. The complaint that the pump was emitting call service alarms was not able to be adequately investigated due to the unresponsive keypad.